Event description:
It was reported that pump experienced recurring malfunction alarms with code malf 12, with no notable events occurring before the issue and multiple prior occurrences on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while prepared to rely on alternate insulin method if needed, and technical support arranged replacement pump and discussed an out-of-warranty loaner option since pump was no longer under warranty.